Event description:
On (B)(6) 2013, cormatrix cardiovascular received details of an event involving the use of a cormatrix ecm for cardiac tissue repair device and reported occlusion of the right pulmonary artery, resulting in right ventricular failure, hepatic failure and severe tricuspid valve insufficiency. Details of the event are provided below. On (B)(6) 2013, the newborn infant pt was admitted to the pediatric ICU in extremis with severe heart failure; subsequently, the pt was diagnosed with patent ductus arteriosus (pda), type a interrupted aortic arch, an extremely large aortopulmonary (ap) window, and a secundum atrial septal defect (asd). Upon operation, primary repair of the asd, pda and interrupted aortic arch were achieved. The cormatrix ecm for cardiac tissue repair device was reportedly hydrated for between two to three hours (5-10 minutes recommended hydration time). Following hydration, the device was tailored into specific-sized patches in order to patch the aorta and to patch the right pulmonary artery. After exploring various options for repair, the entire ap window was taken down and patched "rather than patching within the aorta, as the ascending aorta was relatively small". The right pulmonary artery was noted to come off "quite posterior of the aorta", was detached from the back of the aorta, divided and patched with no more than 25-33% of the vessel circumference repaired with ecm. The pt tolerated the procedure well, did well postoperatively and was discharged in good condition on postoperative day six. Approximately 4.5 months post-procedure, the pt developed progressive right ventricular failure, hepatic failure and severe tricuspid valve insufficiency. On (B)(6) 2013, the pt underwent an emergent cardiac catheterization at which time he was found to have an occluded right pulmonary artery. The pt underwent a failed emergent attempt to dilate and stent the occluded right pulmonary artery; immediately after, the pt suffered multiple episodes of cardiac arrest and consequently underwent emergent institution of extracorporeal membrane oxygenation (ECMO) support. Once on ECMO support, the pt underwent a repeated attempt to balloon and stent the occluded right pulmonary artery, which also failed. At this time, the pt was referred for emergent surgery to resolve the right pulmonary occlusion. On (B)(6) 2013, the pt underwent reoperation to resolve the right pulmonary occlusion and associated right ventricular failure, hepatic failure, and severe tricuspid valve insufficiency. Upon reoperation, where the cormatrix ecm was used to patch the aorta, the aortic patch was observed to be "somewhat shrunken". Where the cormatrix ecm was used to patch the right pulmonary artery, the distal right pulmonary artery was noted to be "small, measuring about 4 mm in diameter but was patent. Proximally, the patch on the right pulmonary appeared to be thick, inflamed and shrunken causing the lumen to be narrowed to approximately 0.5 mm. A 1 mm probe would not pass through the obstruction." The pt underwent right pulmonary artery patch angioplasty and ascending aorta patch angioplasty. At the right pulmonary artery ecm patch site, the artery was dissected and the pt underwent an extensive right pulmonary artery augmentation with pulmonary homograft patch angioplasty. At the aortic ecm patch site, a small portion of the ecm was excised and the pt underwent an extensive ascending aortic patch aortoplasty. The ascending aorta was augmented with bovine pericardial patch "in order to help ensure adequate diameter of the ascending aorta and to augment the diameter of the ascending aorta in a way that would lengthen the ascending aorta and also would not place too much posterior pressure on the right pulmonary artery". The pt was taken to the picu in satisfactory but critical condition. Tee demonstrated "improved right ventricular function" and "good left ventricular function". The "ventricular dilatation was much improved" and the tricuspid "valve insufficiency was only mild compared to severe preoperatively". The "estimated rise in ventricular pressure was only 33 mmhg with a blood pressure of about 80 mmhg". It should be noted that the instructions for use provided with the cormatrix ecm for cardiac tissue repair ((B)(4)) contains the following text within the "suggested instructions for using the cormatrix ecm' section, "hydrate the cormatrix ecm by placing it in a bowl of sterile saline or other sterile isotonic solution for 5-10 minutes prior to use." The cormatrix ecm for cardiac tissue repair had reportedly been hydrated for between two to three hours before it was cut to size, far exceeding the labeled hydration time. It is likely that excessive hydration may have caused the extremely small, tailored ecm patches to delaminate, consequently allowing blood flow between the delaminated layers, which could have resulted in interior vessel stenosis.